Manufacturer narrative:
The investigation confirmed that lower than expected phyt quality control results were obtained while using the vitros 5,1 fs analyzer. The investigation determined that the root cause of this event was most likely instrument related. An ocd field engineer repaired and adjusted the immuno wash metering module and performed 'as needed' maintenance to the immuno wash subsystem to return the instrument to expected operation. Performance tests confirmed that the instrument was operating as intended with no recurrence of the event.

Event description:
This customer obtained lower than expected vitros phyt quality control results while using the vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the events were to recur with patient samples. Patient sample results were not affected as they were not tested when phyt quality control results were unacceptable. There was no allegation of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics, inc. (B)(4).